Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to duplicate the reported issue. The fsr ran the unit at a setting of 38 degrees for an extended period on both channels but no issue was observed. The unit is operating with manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler (hx2) was still powered but no longer running. The unit was not changed out as it ran fine after it was restarted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.